Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site following a significant weight gain. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.